Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that they lost the temperature reading for the thermocool® smart touch® sf bi-directional navigation catheter midway through the procedure. The catheter cable was changed, but it did not resolve the issue. Changing the catheter resolved the issue and the procedure was continued with no patient consequence. The loss of the temperature issue was assessed as not MDR reportable. The ablation can not be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause, or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation, and observed, on (B)(6) 2020, a hole and reddish material inside of the pebax. The hole found on the pebax was assessed as a MDR reportable issue. The awareness date for this reportable lab finding is september 2, 2020.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that they lost the temperature reading for the thermocool® smart touch® sf bi-directional navigation catheter midway through the procedure. The catheter cable was changed but it did not resolve the issue. Changing the catheter resolved the issue and the procedure was continued with no patient consequence. Device evaluation details: the returned device was visually inspected and a hole and reddish material was observed inside the pebax. Per the event, the catheter was tested for generator compatibility and it was found within specifications. A manufacturing record evaluation was performed for the finished device 30356889m number, and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).